Event description:
The customer reported getting no delivery alarms during the manual prime process. The customer's blood glucose was 323mg/dl. Troubleshooting was performed. The caller stated that the alarms did not recur. Instructed the customer to remove/reinsert the reservoir and to run the manual prime test. The customer stated that the insulin pump did not alarm no delivery. Advised the caller that the device is working as designed. The customer stated that the infusion set and reservoir were changed to resolve the issue. During the call, the customer mentioned being hospitalized in four separate times due to the same issue in the past. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.